Event description:
It was reported that the balloon of a swan ganz catheter did not inflate before use. There were no patient complications reported. Per product evaluation findings, balloon did not inflate due to leakage from a tear and the balloon latex edges were not able to match up.

Manufacturer narrative:
The reported event of balloon inflation difficulties was confirmed. Balloon did not inflate due to leakage from a tear at proximal side of balloon latex. The balloon latex edges were not able to match up. No visible damage was found from catheter body, returned syringe and balloon windings. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded a product risk assessment was met earlier. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.